Event description:
Pt with history of lymphoma had mediport placed and approx 1 week later has had difficulty using mediport. Chest x-ray revealed mediport catheter had become detached from device and was lodged in the heart and vena cava.